Event description:
The patient called to further report that they have been having some discomfort. The patient was inquiring about a "fracture" as they stated that they were told by the physician that they had a "fractured cable" and would have a lead revision at their device changeout in nine months. The patient stated that this was their third pacemaker and this one has felt the worst and has always caused her problems. The patient stated that they felt that the physician that implanted this pacemaker did not do a good job. The lead has not been revised at this time and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise noted on the egm (electrogram) for the right ventricular (rv) lead and that the lead had switched to unipolar configuration. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).